Event description:
Sorin group received a report that the carioplegia volume was not functioning correctly, too much volume was being delivered, and the cardioplegia values were not saved in the dms records, during a procedure. There was no report of patient injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 cardioplegia sensor module. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the cardioplegia volume was not functioning correctly. Too much volume was being delivered, and the cardioplegia values were not saved in the dms records, during a procedure. The service representative could not reproduce the reported problem. The cardioplegia module was replaced. Previous settings were matched and a functional verification was successfully completed. The cardioplegia module was scrapped as a precaution. No further investigation is required. No trend increase has been identified. No nonconformities were noted during the device history record review regarding this issue. The issue will be monitored for trends and if identified, corrections will be recommended.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 cardioplegia sensor module. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the cardioplegia volume was not functioning correctly, too much volume was being delivered, and the cardioplegia values were not saved in the dms records, during a procedure. There was no report of patient injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.